Event description:
Medtronic received a report that the pipeline stent tip could not be opened, and after multiple attempts, it still did not open. After being removed from the body, the stent opened normally, but could not be pushed into the new stent catheter normally. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that patient was treated for a c6 aneurysm, greater arc side. The cavernous sinus was tortuous and the overall vascular tortuosity was severe. The patient did not experience an symptoms related to the pipeline failure open/resistance. The cause of the failure to open was the tip of the small wing was stuck on the tip of the stent and the tortuosity of the blood vessels increased the resistance. Resistance occurred in the distal section of the catheter. There was no damage observed to the pushwire or catheter. The catheter used was a marksman. The pipeline was not placed in a vessel bend when it failed to open. Additional steps taken in attempt to open the pipeline was withdrawing and massage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the marksman installed the replacement stent normally, so it could be used normally.

Manufacturer narrative:
H3: product analysis of ped-450-20, lot no: b631610 as found condition: the pipeline flex pushwire was returned for analysis within shipping box; within plastic bio-pouch; and within a dispenser coil. The pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. No other anomalies were observed. Conclusion: based on the analysis findings, the pipeline flex was not confirmed to failure to open at distal as the pipeline flex braid was not returned for analysis. In addition, the pipeline flex could not be confirmed to have resistance in catheter as no defect was found with pushwire. The micro catheter used in this event was not returned for analysis. Therefore, any contributing factors could not be assessed. It is possible that the severe vessel tortuosity may have contributed to the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.